Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 - additional method code: device not accessible for testing (4117). Investigation - evaluation. On (B)(6) 2019, a 72-year-old male underwent a fenestrated endovascular aortic repair (fevar) with the following cook devices initially placed: zenith fenestrated aaa endovascular proximal body graft (rpn: zfen-p-2-30-109-r, lot number ac1033772); zenith fenestrated aaa endovascular distal bifurcated body graft (rpn: zfen-d-12-28-76-c, lot number ac1033771x); zenith spiral-z aaa iliac leg (rpn: zsle-24-74-zt, lot number unknown) right common iliac, contralateral; and zenith spiral-z aaa iliac leg (rpn: zsle-24-56-zt, lot number unknown) left common iliac, ipsilateral. Two other non-cook devices were placed in the procedure: atrium icast stent (5mm x 22mm) right renal artery; and atrium icast stent (6 mm x 22mm) left renal artery. During the procedure, the following was identified: a type iii endoleak was noted between the proximal and distal components; the zenith spiral-z aaa iliac leg (rpn: zsle-24-74-zt) in the right common iliac had shortened. It was then re-lined with a zenith spiral-z aaa iliac leg (rpn: zsle-24-56-zt) which is the subject of this report; the zenith spiral-z aaa iliac leg (rpn: zsle-24-56-zt) in the left common iliac shortened. This device was re-lined with a zenith spiral-z aaa iliac leg (rpn: zsle-24-74-zt) and is reported under MDR #1820334-2019-02704; a type 1b endoleak was observed. To repair the leak, the hypogastric artery was embolized with an amplatzer vascular plug. A zenith spiral-z aaa iliac leg (rpn: zsle-13-122-zt) was placed into the external iliac to extend past the hypogastric. It was reported that there was tortuosity in the external iliac arteries, but not the common iliac arteries. The infrarenal neck was thrombosed almost irregular and was a funnel neck above the renal arteries. The common iliac arteries had a short working length. The patient had been diagnosed with heart disease, high blood pressure, hyperlipidemia, and an abdominal aortic aneurysm. He had a coronary stent placed in (B)(6) 2019. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), quality control and specifications, as well as imaging of the device provided by the user facility was conducted during the investigation. The complaint device was not returned, as the device remains implanted in the patient; therefore, no physical examinations could be performed. However, cta studies from pre-implantation, implantation, and one month post-implantation were provided by the user facility and submitted for expert image review. The reviewer was unable to confirm the shortening of the right zsle-24-56-zt. Instead, they confirmed that the implanted length "equaled their design lengths." To note, they did recognize that the shortened seal zone was most likely the result of the zfen being superiorly displaced by 7 mm during ipsilateral leg placement. It was also observed that the iliac leg grafts were placed in a ballerina/crisscross configuration, such that the right limb of the device leads to the left common iliac artery and the left limb goes to the right iliac. As the two grafts spiral around each other, this may have caused some apparent shortening not initially anticipated during the procedure. At this time, there is evidence that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient inspection activities in place to identify this failure mode prior to distribution. A review of the design history file found that this product is both safe and effective for its intended use. Though no specific lot number was provided, a search of the sales history to the user facility was able to narrow down the lot number to two potential possibilities (9544534 and 9772929). A review of the dhrs for both lots revealed no recorded non-conformances that could have contributed to this failure mode. A database search found no other events associated with either potential lot. It should also be noted that this device is a one-device lot. Therefore, there is no indication of non-conformity of other products either in house or distributed in the field. Cook also reviewed product labeling. The product labeling sent with the device, including the sample label and the product instructions for use (IFU) was reviewed. The IFU includes the following information to the user as related to the failure mode identified: ¿warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a device from the a zenith aaa endovascular graft family or products, refer to the appropriate instructions for use. Lack of non-contrast CT imaging may result in failure to appreciate iliac or aortic calcification, which may preclude access or reliable device fixation and seal. Utilizing CT, length measurements should be determined to accurately assess length as well as planning zenith spiral-z aaa iliac leg components. These reconstructions should be performed in sagittal, coronal, and 3-d. 4.4 device selection...strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommend when selecting the appropriate device size. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Avoid damaging the graft or disturbing graft positioning after placement in the event reinstrumentation (secondary intervention) of the graft is necessary. Adverse events 5.2 potential adverse events ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration... Directions for use 11.1.5 ipsilateral iliac leg placement and deployment 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 4. To deploy, stabilize the iliac leg graft in position with the gray positioner while withdrawing the iliac leg sheath. If necessary, withdraw the main body sheath. 5. Under fluoroscopy and after verification of iliac leg graft position, loosen pin vise, retract inner cannula to dock tapered dilator to gray positioner. Tighten pin vise. Maintain body sheath position while withdrawing the iliac leg sheath and gray positioner with secured inner cannula. A final angiogram is instructed to ensure patency of vessels, placement of grafts, and no endoleaks.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause was not able to be established. Possible causes for this failure mode could be related to the procedure or to unintended user error. As both the right and left grafts shortened, this suggests that an underlying technique, such as the crisscross configuration, or displacing the zfen device contributed to the apparent shortening; however, neither scenario could be confirmed with the provided information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: cook products: zfen-d-12-28-76-c lot# ac1033771x, zsle-24-74-zt (right common iliac), zsle-24-56-zt (left common iliac), esbe-32-39-zt, zsle-13-122-zt, zfen-p-2-30-109-r lot # ac1033772, non-cook products: 5x22 icast (right renal), 6x22 icast stent (left renal), amplatzer vascular plug. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the final run, it was found that a zenith flex with spiral-z technology aaa endovascular graft iliac leg in the right common iliac artery shortened after placement. Consequently, the device had to be relined with a graft of a larger size. During the procedure, there was an overlap between the proximal and distal components of the graft. The patient was on heparin. Tortuosity was reported to be present in the external iliac arteries but absent in the common iliac arteries. However, the common iliac arteries were reported to have a "short working length". The patient's intrarenal neck anatomy was described as "thrombosed, almost irregular, funnel neck suprarenal". Additionally, another device had to be relined in the same procedure due to shortening as well (captured in report with patient ID: r.g). On the right side, a type ib endoleak was noted but was able to be controlled during the procedure through embolization of the right hypogastric artery and a graft extension past the hypogastric artery into the external iliac artery. A type iii endoleak was also noted between the proximal and distal components. The devices were re-ballooned at the overlap and the fabric was torn due to ballooning. Another graft was placed to repair the tear, however the leak persisted but appeared to be partially resolved (captured in report with patient ID: r.g). It was later reported that no part of the procedure was performed off-label and the graft was not altered in any way. There was no graft obstruction of high blood pressure within the graft during the endoleak. A pre-operative CT is available for review. The patient outcome was reported to be "good". The patient was discharged and will return in 30 days for a scan. No other adverse effects have been reported.